Event description:
It was reported the high flow insufflation unit displayed an e433 error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrections added to fields: e1, e2, e3, g2, and h6 (medical device problem code, corrected to 3005 output problem). Additional information added to fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; however, the device was evaluated by a third party distributor and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.